Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device was filled slowly in the vertical position. After filling, all air was removed from the administration tubing, and the solution was observed to be flowing. The device was expected to infuse 105 ml of an unspecified solution over 46 hours. However, two days after the infusion was started, it was identified that only approximately 46 ml of the solution had infused. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.